Event description:
On (B)(6) 2012, during review of the vns patient's programming history it was discovered that on (B)(6), 2008 a faulted system diagnostics test occurred that changed the patient's settings. All the parameters except for the magnet on time were corrected prior to the patient leaving the clinical visit. No adverse events were reported due to this programming anomaly.

Manufacturer narrative:
Analysis of programming history.